Event description:
It was reported that the patient presented to clinic with a device exhibiting non- sustained lead noise. The noise was not reproducible in-clinic. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
(B)(6).